Manufacturer narrative:
Additional procode: hwc. Occupation: reporter is a synthes employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2019, a patient underwent removal of a broken distal humeral plate (dorsolateral with support). Procedure outcome and patient status are unknown. Concomitant devices: 3.5mm stardrive cortex screw 22mm (part: 02.200.022, lot: h839201, quantity: 2); 3.5mm stardrive cortex screw 22mm (part: 02.200.022, lot: h618820, quantity: 1); 3.5mm stardrive cortex screw 20mm (part: 02.200.020, lot: h790730, quantity: 1); 3.5mm stardrive cortex screw 24mm (part: 02.200.024, lot: h836315, quantity: 1); 3.5mm locking screw 24mm (part: 212.108, lot: 1l73105, quantity: 1); 3.5mm locking screw 26mm (part: 212.109, lot: 1l19164, quantity: 1); va locking screw (part: unknown, lot: unknown, quantity: 7). This report is for a 2.7mm/3.5mm variable angle locking compression plate (va-lcp) postlateral distal humeral plate (dhp). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: the returned plate with article number 02.117.107 (va-lcp dhp 2.7/3.5 dorso-lat w/supp-lat) with the lot number l828458 is broken in two pieces through hole a3. The complaint regarding the breakage of the plate is confirmed. All critical to quality features considered relevant to the plate breakage were remeasured at the manufacturing site and have found to be in specification. The device history records was reviewed including the review of the documented measurements during production. All values have found to be in specification. The review has also shown that the used material was 1.4441 stainless steel according to norm iso 5832-1 for implants for surgery. Based on these findings a manufacturing related issue can be excluded. Conclusion no product fault could be detected. Based on the provided information we are not able to determine the exact cause of this breakage. We can only assume that any occurrence during the healing process, e.g. Non-union, delayed union, mal-union, overloading of the osteosynthesis or a combination of different factors, did lead to a fatigue failure of the plate. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part: 02.117.107, lot: l828458, manufacturing site: raron, release to warehouse date: 23. Mar. 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.